Event description:
Multiple higher and lower than expected vitros phenobarbital (phbr) results were predicted from four different quality control samples using vitros phbr slides on a vitros 5,1 fs system. Control 1: 24.3, 25.6, 24.9, 17.8, 17.2, 22.1, 24.3 and 18.3 ug/ml vs. Expected result of 13.76 ug/ml control 2: >80.0, 76.3, 33.7, 31.5, 37.9, 41.6, 38.1, 41.6, 21.3, 41.3, 39.1, 27.1, 35.4, 31.0, 27.2, 28.2, 36.9 and 30.4 ug/ml vs. Expected result of 53.39 ug/ml control 3: 13.63 ug/ml vs. Expected result of 9.95 ug/ml control 4: 37.48, 32.68 ug/ml vs. Expected result of 26.06 ug/ml no patient sample results were alleged to have been affected. However, biased results of the direction and magnitude observed may lead to inappropriate physician action if not detected. There was no allegation of patient harm. This report corresponds to ortho clinical diagnostics inc. (B)(4).

Manufacturer narrative:
The investigation confirmed that higher and lower than expected vitros phbr results were predicted from quality control samples while using the vitros 5,1 fs system. Investigation concluded an instrument issue was the most likely assignable cause. Service/repair activities identified a specific spring was missing from the immunorate wash shuttle assembly. After replacement of the spring, and relevant subsystem adjustments were performed, improved and acceptable vitros phbr quality control performance was obtained. The vitros 5,1 fs system was returned to expected operation.